Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Continuum acetabular system shell p/n 00875706201 l/n 62070924; trabecular metal femoral stem p/n 00786401620 l/n 62067203. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: unknown stem, unknown acetabular liner, unknown cup & unknown femoral head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05702, 0001822565-2017-05704 & 0001822565-2017-05709.

Event description:
It was reported that the patient developed hematoma, dvt, swelling, vascular insufficiency and pain post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As the devices remains implanted, the condition of the devices cannot be determined. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.